Manufacturer narrative:
Device was received with pump error 38 alarm during rewinding due to corroded motor home switch. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.